Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and properly deploy or to determined its root cause. Lot qualifications were reviewed and the product lot met all accepted criteria. See scanned page.

Event description:
The customer reported that the pink slide insert was not visible in the viewing window.